Event description:
Pump reportedly "stopped infusing during pt transport without alarm." A pt underwent a coronary artery bypass procedure and had been receiving nitroglycerin 100mg in 250cc at 10cc/hr, and dopamine 400mg in 250cc at 15cc/hr for approximately one hour before the finish of surgery. When the procedure was completed, the pump was unplugged to trasport the pt and immediately powered off without an alarm and would not power back on. Another pump was obtained (unknown serial number) and the intravenous drips moved to it; after transporting about 50 yards, the pump started to alarm and went dead. The pt was hurriedly transported the rest of the way to the unit and the pump was plugged back in, "where it resumed function without reprogramming". The pt was very dependent on the dopamine drip, and when the pumps shut off, experienced an unspecified drop in blood pressure. However, no pt harm reported.